Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 235 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to high magnetic field such as x-ray. The customer did not report motor position encoder error alarm. The customer was able to rewind and prime, no alarms. The customer received motor error and compromised force sensor. The customer was advised that the device would be replaced. The customer has a new insulin pump, programmed and ready. The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 233 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap appears normal and doesn't recall pressing the cap while connected. The customer pump is to be replaced.